Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead. The rv lead had a high sensing integrity count and high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled and torn, the outer insulation was breached cut, the helix was distorted/bent and there was blood in/on the helix mechanism. The analyst commented that the lead appears to have been implanted with a bend in it at the fracture site. We did receive performance data collected from the device and have analyzed the data. The save to disk review determined the lead integrity alert triggered with a patient alert for lead failure predictor (lfp) on (B)(6) 2012. There was oversensing with lfp high rate non-sustained less than equal to 210 ms average v-cycle on (B)(6) 2012. Also, there was ventricular non-sustained tachycardia less than equal to 218 ms on (B)(6) 2012. There was sensing of interference/noise with ventricular short interval count (v-sic) equal to 347 counts, in 0.39 day, between (B)(6) 2012 and (B)(6) 2012.